Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic showing high impedance measurements, oversensing and noise due to crosstalk on the rv lead. Capture anomaly was noted on the lead as well. Lead was explanted and replaced. No further information.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.0cm was returned for analysis. External insulation abrasion was noted at 12.5-13.5cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded and inner coil exposed at this location, consistent with the field observation of noise.